Event description:
It was reported that the bd ultra-fine¿ ii syringe 0.5ml experienced scale marking issues. The following information was provided by the initial reporter: I had an issue with some syringes. All the markings for units were not on the syringe.

Manufacturer narrative:
Investigation summary: customer returned an image of a syringe with no discernable surface markings. There is no identification present for the syringe. A review of the device history record was completed for batch# 0322171. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of no surface markings on the syringe. Root cause: ink flow issues causing an inconsistent print onto the barrel. A barrel was stuck in the ink stinger which resisted the flow of ink. The ink pump completely stopped pumping ink. No print was being applied to the barrel. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The customer's address is unknown:  new jersey (nj), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii syringe 0.5ml experienced scale marking issues. The following information was provided by the initial reporter: I had an issue with some syringes. All the markings for units were not on the syringe.